Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported that 1 bone screw and 1 locking screw back out from the plate. The bone union will be completed soon. So, revision surgery will not be performed at this time. After the bone union, the implants will be removed. The surgeon says that 1 of 3 screws was locked monocorticaly. Also, the patient moved the implanted area after the surgery.